Manufacturer narrative:
Additional information was received that patient's ipg was non-functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient will undergo an ipg replacement procedure.